Event description:
It was also reported ¿blown glass at tip¿ was observed with both the first and second fibers.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild char on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 4,323 joules of use and 6 minutes, the first fiber tip was noted to be loose. The fiber was exchanged. It was reported that at 45,431 joules of use and 20 minutes, the second fiber tip was noted to be loose. Both fiber tips (caps) were not cleaned during the procedure. The procedure was completed utilizing a third fiber. Patient outcome "ok" reported. This report is for the first fiber used.